Event description:
It was reported by service report that the brakes could not fully engage due to malfunctioned drive link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.